Manufacturer narrative:
Follow-up #1 date of submission 09/19/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that the last bolus and basal delivery was recorded on (B)(4) 2013. There were no alarms noted related to the reported complaint in the pump alarm history; only typical usage was observed. A review of the total daily dose history showed that the daily insulin delivery totals from were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No errors or alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: she has had elevated blood glucose (bg) levels for the past few days up and down; she currently is 387mg/dl with nausea and moderate ketones. She has been to her endocrinologist who has made adjustments with her pump. She is taking corrections via syringe and reports it takes 2 shots before she comes down to target which is 160mg/dl. Reportedly, she has had blood work done and does not have any illness; she reports she has changed her site 3 times today; no issues with site noted. Both the patient and her health care provider (hcp) want to make sure nothing is wrong with pump after making corrections and patient is still running high. Patient states she is using new insulin, has not had any site issues or cartridge issues, changing site frequently, denies any scar tissue; no air bubbles or leaking at site or cartridge. Customer support (cs) review of pump found no significant alarm history; bolus history shows all boluses accounted for and delivered; basal history shows basal being delivered as programmed; suspend history shows pump is not being suspended on its own; tdd totals add up. Cs advised patient there is nothing to indicate the pump is not delivering as it should at this time and to contact her endocrinologist to continue to discuss her insulin regimen as it may need additional adjustments. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.